Event description:
It was reported to boston scientific corporation on september 17, 2009, that a ultraflex non-covered tracheobronchial stent was used during a stent placement procedure. According to the complainant, as the physician started to deploy the stent, resistance was felt and the catheter bent and folded back into the stent. The physician was unable to pull the catheter without also removing the stent. The pt was monitored in the intensive care unit and then successfully underwent another stent placement procedure later that day.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.